Event description:
The customer reported that cytoxan (chemotherapy drug) was being delivered to the pt. Once the pt had received the desired amount of the cytoxan, a secondary set primed with zofran was connected to the manifold. During the connection process, the port that the cytoxan was connected to had the cap and stem (from a needlefree port) fall of the manifold. There were no pt complications reported. The sets were replaced. A sample was not saved. Product code is 9526a, lot is unk.